Event description:
It was reported that when an asymptomatic patient presented to the clinic for normal follow up, externalized conductors were observed. The lead was diagnostically imaged prophylactically. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasions were noted at 14.9-15.2cm from the connector pin and 36.4-36.7cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.3-11.5cm and 9.9-15.5cm from the distal tip. The etfe coating was damaged due to the surgical procedure.